Event description:
It was reported that the patient's pacemaker exhibited premature battery depletion. The patient complained of feeling no heart rate while in the emergency room (ER). The pacemaker was explanted and replaced. The patient was stable.